Event description:
Patient developed resp distress ards. Required intubation. Right after successful intubation it was found the ett cuff broke, 02 sats decreased 77% old tube removed. New #8 ett inserted.